Event description:
It was reported that a patient underwent open reduction and internal fixation of right ankle joint fracture under general anesthesia combined with nerve block, joint cleaning, joint stability, joint release, and micro fracture surgery on (B)(6) 2024 and suture was used. After successful anesthesia, the patient was placed in a left lying position, and the right lower limb was routinely disinfected with iodine. A sterile bandage was placed and a tourniquet was applied. Take a longitudinal incision on the right lateral ankle with a length of about 12cm. Cut open the skin, subcutaneous tissue, and fascia tissue layer by layer, release the adhesive scar tissue around the ankle joint, abruptly separate the fibular muscle, peel off and expose the lower segment of the fibula, and see continuous interruption of the lateral ankle bone. Carefully clean the soft tissue between the fracture ends, reduce the fracture, and use osmai screws to fix the ankle joint. The fixation is satisfactory. Expose the posterior ankle between the fibular tendon and the flexor hallucis longus tendon, revealing displacement of the posterior ankle fracture. Clean the fracture end, reduce it, and fix it with osmai screws. Continue to show internal ankle fracture, and after reduction, use bone needles and flexible metal wires for fixation. Under the intraoperative c-arm fluoroscopy, satisfactory fracture reduction and good internal fixation position were observed. Passive ankle movement on stage showed good movement and stable fracture. Under c-arm fluoroscopy, satisfactory fracture reduction and good internal fixation position were observed. Close the incision layer by layer with suture. The postoperative wound remained stable and was discharged on the third day after surgery. On the 36th day after surgery, the patient was readmitted due to wound exudation after a right ankle joint fracture for a month. On the 39th day after surgery, the patient underwent surgery and was discharged after the wound was dry and healed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m . H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience on the 36th day after the surgery? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 UDI. The following information was requested but unavailable: please provide the patient's weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience on the 36th day after the surgery? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?